Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "liquid leaked". Physician later reported "area suggestive of steatonecrosis" and benign oily cysts via us/MRI. Device remains implanted

Event description:
Patient reported left side "liquid leaked". Physician later reported "area suggestive of steatonecrosis" and benign oily cysts via us/MRI. Later patient representative reported "pain and discomfort in the area. Left side ruptured and the implant fluid had leaked and spread throughout the area". Device remains implanted

Manufacturer narrative:
Clarification to b3 date of event: partial date (B)(6) 2025. Additional, changed, and/or corrected data: b6, d2b, d3, d4, g1, g2, h4, h6, h11.